Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated an unable to calibrate optical sensor message. The blood pressure on a bedside arterial line was considered within normal limits and stable. The customer had removed the fo cable and were transducing the central lumen of the catheter. The getinge representative advised them in several attempts at replacing the fiber optic and attempting to calibrate, but the message reappeared each time. The fiber optic arterial waveform was poor with lots of artifact. The insertion was reported to be axillary, which is not the method described in the device instructions for use. They continued to monitor the pressure via the transducer. There was no patient harm or adverse event reported.